Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the continuity resistance test per dop114-830. The sensor passed per specifications. The bicarbonate buffer test per dop114-830 was performed and the sensor failed with low readings.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 68 mg/dl despite a blood glucose near 200 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The sensor will be returned for analysis.